Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose value was 170 mg/dl. The customer was able to clear the alarm and rewind the insulin pump, self test was passed. Customer reported that the insulin pump had watchdog timeout anomaly and unexpected restart. Customer reported that the unexpected restart alarm was recurring during normal use. The customer was advised that the insulin pump needed to be replaced may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self-test, a21 error test and displacement test. No unexpected audio/beep anomaly, a13/e13, a17 alarm, a21 alarm or reset time/date anomaly after change battery noted during testing. (B)(4).